Manufacturer narrative:
H.6. Investigation: bd received five (5) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for 'underfill' with the incident lot was not observed. Additionally, the customer samples along with ten (10) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to 'underfill' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes underfilled. The following information was provided by the initial reporter: " it was reported that the tubes have not been filling up to the line. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes underfilled. The following information was provided by the initial reporter: "it was reported that the tubes have not been filling up to the line."